Event description:
It was reported that a piece at the front edge (click mechanism) of the reported device has been broken off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the sleeve broke could be confirmed. Within the review it was verified that the failure mode, occurrence, hazard and overall risk category is addressed adequately (hcp recognizes and has time-consuming trouble but can fix it in a limited time frame.). The potential for performance improvement with technical measures are limited due to the dimensional restrictions. An increase of the wall thickness of the drill sleeve is not possible as the other and inner diameter are given by the plate hole dimension (screw size) and the drill diameter correlating with the screw size. Material or surface treatment changes are also not realistic as the material and hardness choice conform with good engineering practice. The functionality and safety of the drill sleeve was validated according design control following the correct operative technique. [Original statement r&d] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that a piece at the front edge (click mechanism) of the reported device has been broken off.